Event description:
The customer reported that during a case the left monitor went blank. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The high voltage supply regulator board, the generator driver board, and the snubber board were replaced. The system was tested and operates as intended.